Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided guidance on continuing its use, while advising the caller to report back if any malfunctions recur. Caller acknowledged and understood the instructions.